Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed microalbumin_2 (alb_2) patient sample result obtained on a advia 1800 chemistry system. Siemens healthineers has confirmed the potential for select lots not meeting the prozone effect claim in the instructions for use (IFU) on the advia® 1800 chemistry systems, advia® 2400 chemistry systems, and advia® chemistry xpt systems. Us customers were notified through an urgent medical device correction (umdc, letter achc24-05.a.us.chc) and ous customers were informed through urgent field safety notice (ufsn, letter achc24-05.a.ous.chc) titled ¿advia chemistry microalbumin_2 (alb_2) assay prozone effect¿. The communication was directed to all customers who received advia chemistry microalbumin_2 (alb_2) impacted lots informing them of the issue and providing instructions the customer must follow.

Event description:
The customer reported a falsely depressed microalbumin_2 (alb_2) result was obtained on a patient sample on a advia 1800 chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The same sample was reprocessed on the initial advia 1800 chemistry system. The reprocessed result was similar to the initial erroneous result. The same sample was diluted and tested. The higher result obtained was considered correct. The customer processed the patient sample for troubleshooting using serum for the albumin bromocresol -purple cye-binding method and the albumin result was consistent with the diluted result obtained using the ualb_2 assay. The repeat result was reported, as the correct result, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin_2 (alb_2) results.